Event description:
Health care professional (hcp) reports leak in pump segment tubing of cycler set. Treatment was discontinued at time of leak. Per health care proessional, no pt injury or medical intervention. Sample was inadvertently discarded by hosp. Staff.